Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented at the clinic as he believed that there were issues with the device. A surgical procedure was performed and during surgery, it was confirmed that the device was operating as intended. There were no patient complications reported.